Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl, displaying "high." The customer addressed the high blood glucose by administering a correction injection using a manual method and did not require assistance from a third party. Technical support assisted the caller with pump reset instructions, but the malfunction code recurred. Consequently, technical support decided to replace the pump, informing the caller that a replacement pump with updated software would be sent and advising on required actions upon receiving the new pump.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Technical support assisted the caller in resetting the pump, and malfunction code did reoccur. Technical support planned to replace the pump and as a corrective action, the customer will rely on multiple daily injection to ensure delivery of insulin therapy.